Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the occlusion was determined to be caused by blockage in cartridge; customer changed supplies as necessary and resumed insulin therapy.